Event description:
On (B)(6) 2010, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. On (B)(6) 2010, the patient underwent another procedure to address a proximal type I endoleak. An aortic extender was placed, resolving the endoleak. No other complications were reported. The endoleak was attributed to a calcified infrarenal aorta.